Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, high out of range pacing impedances were observed. As a result, the physician elected to surgically intervene and replace the lead with an active fixation model. Due to fibrosis, the chronic lead was unable to be extracted. No resulting adverse patient effects were reported.